Event description:
It was reported that the patient had the device implanted for urinary urge incontinence, but subsequently fractured the lead due to the patient's activity. With the device off the patient's symptoms were resolved, and the patient's device and lead were removed. An x-ray done of the patient's pelvic area showed that partial segments of the lead that broke off remain implanted. The size of the lead fragments were unknown. It was indicated that the patient was scheduled for an MRI of his knee. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3093-28, lot# v014937, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received reported that the patient¿s device had an impedance check in (B)(6) 2008 that showed all measurements greater than 4000 ohms. It was noted that the report that ¿fragments of lead were left in patient¿ was not correct. Post-op notes provided by the patient¿s physician indicated removal of the device and lead intact. It was noted that the patient did not require hospitalization.